Event description:
Procedure type: low anterior resection with end-to-end anastomosis. According to the reporter: after firing, the anvil head was stuck on the rectum side of membrana mucosa. To remove the anvil, the surgeon cut the membrana mucosa. No bleeding occurred as a result.